Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery using a karl storz 10mm laparoscope (model: 26003bra) in conjunction with a tl400 cold light source (with the automatic brightness mode on). An unexpected incident occurred during the operation, resulting in the patient's skin being burned by the lens[?] After the produce, the patient did not require additional intervention treatment and the condition was controllable.

Manufacturer narrative:
Result of investigation: according to customer information, a patient suffered burns to the skin in the chest area due to contact with the distal end of the optic 26003bra mentioned in this report. The optic 26003bra and the tl400 light source used were not returned to us for detailed examination with the explanation "there is no problem with the product, the product can be used." According to customer information, there is no product defect. We would like to call your attention to a warning in the corresponding instructions for use 96216001d_v4. 0_11-2017, under point 2.2 safety instructions, 3.6 connecting to the camera system and light source, as well as in the IFU for the tl400 light source IFU 96286010d version 1.3 - 07/2021 on page 7 safety instructions warnings and cautions, page 14 installation and operating instructions point 6.3.5 connecting light cable. Based on the customer's description, we assume that a user error led to the patient's skin being burned. The event is filed under internal karl storz complaint ID: (b)(40.